Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a infuso.r. Pump with a "false occlusion alarm" was not confirmed and not reproduced during product evaluation. The assignable cause was not determined and no repairs were made to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.

Event description:
The facility representative contacted baxter to report an infusor pump in which there was a false occlusion alarm. The device was dropped on the floor and then the device read occlusion. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred in the operating room at an unknown process step. There is no further complaint information available.